Event description:
The customer reported to beckman coulter (bec) that their coulter lh 780 hematology analyzer was leaking near the differential mixing chamber. The customer indicated that they searched for the leak, but they were unable to find the exact source of the leak. The leaking liquid was clear, and was not contained within the analyzer and spilled all over the counter. The volume was about 2 cups. The leak did not affect sample or reagent integrity. There was no cross contamination. It did not impact electrical or optical performance. There is an exposure control plan at the facility. The material safety data sheet (msds) was not reviewed. The customer was wearing a laboratory coat and gloves at the time of the incident. There was no contact with skin, mucous membranes, or open wounds. No medical attention was sought. No sample results were affected. No erroneous results were generated. All samples were rerun on their other analyzer to confirm results were accurate. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a leak coming from flowcell sheath flow port #5 tubing and replaced the tubing. The fse cleaned the area, insured there were no other leaks. The fse ran controls and multiple patient samples with acceptable results. The fse verified repair per established procedures; results meet published performance specifications. Failure mode was attributed to the flowcell port #5 tubing. (B)(4).